Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. No hints for a deviation of the delivery accuracy were found. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and was slightly contaminated. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to (B)(4) was performed. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Manufacturer narrative:
(B)(4). The device has been received from the user facility to bbm laboratory in (B)(6) and the investigation is on going at this time. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility ((B)(4)): over infusion: pump was involved in an over infusion. Should have infused 4.7ml per hour but within a four hour slot it infused 100ml.